Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2001; dtba1d1 ICD implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an impedance out of range warning on the bipolar pacing impedance. The lead was reprogrammed to unipolar mode and continues to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had impedance swings. The lead had t-wave oversensing (twos) . The lead sensitivity was decreased and the issue was resolved.